Event description:
It was reported that the flotrac is broken at the top of the white plastic ft transducer case where the patient side of the tubing meets the white plastic. It is a clean break. Unsure which lot # was used possible lot # 58763676.

Event description:
The consumer allegedly fell out of a full body sling while being transported from her bed to her wheelchair, resulting in a cut on her head requiring 5 staples.

Manufacturer narrative:
Customer report was confirmed. Received one complete flotrac kit. Kit appeared not used. Zero-stopcock was broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. The DHR review met all required specifications. No ncr related to the lot number .